Event description:
It was reported that the left ventricular (lv) lead had intermittent capture. The polarity was changed, however, the threshold was still high in that vector. The lead remained in use for some time with elevated thresholds, until the lead eventually failed to capture. The lead was electrically abandoned. It was noted that the patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2001 (B)(6); d314trg implantable cardioverter defibrillator (ICD) 2012 (B)(6). (B)(4).